Event description:
It was reported that no osseointegration was achieved after placement of pepgen p-15 bone grafting material and another unk grafting material, the length of time the material was in place is unk.